Manufacturer narrative:
At this time the patient was unable to provide a lot number, therefore a review of the manufacturing records is not possible. Infection is a known inherent risk of surgery and regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Remains implanted.

Event description:
The following was reported to davol by the patient: the patient has reported that in 2003 he was implanted with a bard composix kugel hernia patch for the repair of a right sided inguinal hernia. Over the course of several years following implant, the patient reports being treated for pain and infection. The patient states the pain has limited his activities such as playing basketball and other leisure activities. He reports that the md would not remove the mesh because it had been in place for several years is incorporated into the tissue.